Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown (band aid brand hydroseal bandages all purpose). Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: paroxepine. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00115. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female consumer reported an event with band aid brand hydroseal bandages all purpose. The consumer used the product on her chin for a cut. The consumer stated she has red spots and pain on her chin and forehead. Consumer stated her skin feels rubbery and uncomfortable where the band aid stuck to her skin. Consumer states there are tiny little rubbery fibers sticking out and larger parts can be pulled out of the skin. Consumer sought medical intervention and was recommended to take antibiotics. Antibiotics prescribed were not identified by consumer. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00115. The same patient is represented in each medwatch.